Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a04 captures the reportable event of stent cover damage/defective.

Event description:
It was reported to boston scientific corporation on may 10, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastrically to the jejunum to treat a gastric outlet obstruction due to a duodenal mass during a gastrojejunostomy procedure performed on (B)(6) 2023. During the procedure, the axios stent was successfully implanted in the patient. However, endoscopic viewing of the implanted stent revealed 8-9 holes in the cover of the stent. The stent remains implanted as long as the physician feels comfortable leaving the stent inside the patient. There were no reported patient complications as a result of this event. Note: it was reported that the axios stent and electrocautery- enhanced delivery system was used to treat a duodenal mass/gastric outlet obstruction. Per the axios stent and electrocautery-enhanced delivery system directions for use (dfu), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, the gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated for duodenal mass/gastric outlet obstruction. Note: a photo of the complaint device was provided by the complainant and showed holes on the stent cover.